Event description:
It was reported that at 243,391 joules of use during a prostate procedure, the side-firing surgical fiber was observed to be forward firing. The case was completed using a second fiber w/o further issue. There was no injury reported.